Event description:
When attempting to pass a 054 reperfusion catheter around the ophthalmic artery, the catheter torqued and fractured. A separator was not used. The inner coiling of the 054 reperfusion catheter remained intact, enabling the removal of the catheter. The primary problem was an ophthalmic origin that would engage the catheter and inserted micro catheters (prowler plus). The case was completed with another device.

Manufacturer narrative:
A follow-up to this report will be sent pending device return and analysis.